Manufacturer narrative:
(B)(4).

Event description:
The patient was inquiring about what to do with a stim unit that was not functioning. Indication for use included other chronic / intractable pain (trunk/limbs). Follow-up was performed to clarify the issue, determine when the issue started, circumstances that may have led to the issue, symptoms, if it was resolved and what steps were taken to resolve the reported event. This event will be updated if additional information is received.